Event description:
The pt reported communication issues between the implant and the external equipment. A boston scientific rep performed device eval. The problem was confirmed. Explant surgery has been recommended.

Manufacturer narrative:
The ipg remains implanted in the pt and will not be returned for eval. Pt is receiving adequate therapy and does not wish to proceed with the replacement of implant. This is the final report.